Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video processor (vp) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vp was analyzed and found module component issue due to electrical or fiberoptic defect. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that dwa board has failed and is the root cause.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the customer experienced non-recoverable faults 319 and 48406 during system startup. The user attempted to resolve the issue by power cycling the system, but the problem persisted. The tse reviewed the logs and confirmed the faults. The tse then guided the user through a hard power cycle of the vision side cart (vsc), but the error continued. The tse had the user verify that the fiber and power cables were securely connected, yet the issue remained unresolved. The tse advised the user to use the vsc from their second system to proceed with the case, and the user retrieved the second vsc to continue. The user aborted to another dv system to continue with the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue occurred prior to port placement since the patient was not in the room yet.